Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. The battery was removed from pump and monitored for 10 minutes. Unit power up properly after insertion of the battery and no pump error was noted. The power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with cracked keypad overlay at select button. Unit received with minor scratched display window, case and keypad overlay. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump shut off without the low battery alert. The customer inserted a new batter and it kept blinking on and off. The customer did not receive insulin throughout the night. They woke up and their blood glucose was 350 mg/dl and when they went tot bed their blood glucose was 57 mg/dl. The pump alarmed error . Troubleshooting was performed. The pump experienced an unexpected restart. The alarm did not occur right after a battery change. The pump also alarmed with another pump error the customer was advised that the pump needed to be replaced but the customer is choosing to stay on pump therapy. The customer mentioned that they wasted a sensor after performing troubleshooting. The pump will return.